Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial undersensing during the patient's atrial tachycardia/atrial fibrillation (at/af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.